Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level went up to 380 mg/dl to 400 mg/dl. The infusion set had a bent cannula. The insulin pump alarmed no delivery. The device was not returned.